Event description:
It was reported that the patient's knee looked valgus in the x-ray after replacement of hmrs proximal tibia. The surgeon suspected ablation of the bearing bush and performed revision on (B)(6) 2013. Breakage and ablation of the bushing were confirmed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding wear/delamination of a bushing involving an hmrs fixed hinged knee bushing was reported. The event was confirmed. The bushing failed through delamination which is a wear failure mode. No manufacturing or material defects were observed on the surfaces examined. Medical evaluation concluded: "mechanical failure after fifteen years in situ of a major salvage surgery in a young patient is not unexpected and not the result of manufacturing or material defects." The investigation concluded that mechanical failure of the hmrs bushing was caused by user related factors in that the reported device had been implanted for approximately 15 years in a young patient who had a major salvage surgery and which is not unexpected. Material analysis indicated that the bushing failed through wear, i.e. Delamination and did not identify manufacturing or material defects.

Event description:
It was reported that the patient's knee looked valgus in the x-ray after replacement of hmrs proximal tibia. The surgeon suspected ablation of the bearing bush and performed revision on (B)(6) 2013. Breakage and ablation of the bushing were confirmed.